Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse worked on the software to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, staff contacted technical support engineer (tse) due to receiving an error 297 at system startup. The caller indicated that a generator test had been performed earlier in the day, possibly multiple times. Upon reviewing system logs, tse confirmed the presence of 311 errors on console 1 and the tower. After a hard reset of all system components produced no change, tse instructed the caller to disconnect the console 1 blue fiber cable, resulting in the system powering up with a 311 error on the tower. The staff planned to discuss next steps with the operating room team. The procedure was aborted with no patient involvement.